Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their infusion set. The customer states they are getting no delivery and they believe the sets are faulty. The customer's blood glucose level at the time of incident was 436mg/dl. The customer states that the alarm was resolved with an infusion set change. The customer declined to return sets and reservoir for analysis. The customer was advised to call back if issues arise.